Event description:
An "authentication/feature not available" error message was reported with the adc device in use with an iphone 11 with ios operating system version 16.1. The caregiver was unable to access the customer's freestyle librelink account. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of dehydration, tremor/shaking of hands, disorientation and memory loss. The ambulance was called and the customer was transported to a hospital (length of stay unknown) where they were they were treated with unspecified liquid and potassium for a diagnosis of diabetic ketoacidosis (dka). No other treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelinkup application that would have led to the complaint. The customer reported unable to receive glucose data/readings. Attempted to replicate the user¿s complaint using samsung galaxy s10 (android 12) and the system functioned as intended. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "authentication/feature not available" error message was reported with the adc device in use with an iphone 11 with ios operating system version 16.1. The caregiver was unable to access the customer's freestyle librelink account. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of dehydration, tremor/shaking of hands, disorientation and memory loss. The ambulance was called and the customer was transported to a hospital (length of stay unknown) where they were they were treated with unspecified liquid and potassium for a diagnosis of diabetic ketoacidosis (dka). No other treatment or medication was reported. There was no report of death or permanent injury associated with this event.